Manufacturer narrative:
Updated fields: b4, d9 return to manufacture date, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: b5, d5, e2, e3, e1 (initial reporter, event site email), g2. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Resolved by replacing the lower lcd touch screen (d160-00-0123). The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received part number with a reported unit failure of the touchscreen locking up. The fat performed a visual inspection and found the part to be in good condition. The fat installed part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Found the touchscreen would intermittently become unresponsive. Failure confirmed but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) units touch screen locks up. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6, h11. Corrected fields: h6 medical device ¿ problem code.

Manufacturer narrative:
Supplemental report will be submitted upon completion of additional findings.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) touch screen locks up during preventive maintenance.